Event description:
It was reported that "post-op the family noticed several small burns on the dorsal surface of the right hand of the pt. The pt was grounded on the right thigh. Pt is being treated with silvadene cream."

Manufacturer narrative:
We are attempting to gather add'l info regarding this incident. When the quality engineer has completed their investigation, a supplemental report will be filed.